Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the consumer suffered an allergic reaction after using insulin with the unspecified bd¿ insulin pen needle. The following information was provided by the initial reporter: "I am using your bd pen needles and syringes for my different types of insulin. I am having an allergic reaction to either the insulin or the needles." From phone call on (B)(6) 2019 13:12:40: consumer stated she does not want this documented as complaint. Stated she thinks her reaction is coming from insulin because she's used other syringes non bd product and she still breaks out.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Cannot perform DHR review due to unknown lot number.

Event description:
It was reported that the consumer suffered an allergic reaction after using insulin with the unspecified bd¿ insulin pen needle. The following information was provided by the initial reporter: "I am using your bd pen needles and syringes for my different types of insulin. I am having an allergic reaction to either the insulin or the needles." From phone call on (B)(6) 2019 13:12:40: consumer stated she does not want this documented as complaint. Stated she thinks her reaction is coming from insulin because she's used other syringes non bd product and she still breaks out.